Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 to (B)(6) 2016 (267 days). We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis blood was observed between the membrane layers in front of the stabilization ring. This indicates a defect of the blood-side layer membrane. After disassembly a hole was confirmed in the blood-side layer, located at the outer edge of the blood membrane below the area of the de-airing port. The pump casing shows a reduced wall thickness in the area below the de-airing port, compared to the other areas of the pump housing. The reduced wall thickness of the pump casing most probably led to an uneven load of the membrane. This uneven load most likely caused the defect at the most stressed part of the blood membrane, resulting in the appearance of blood between the membrane layers in front of the stabilization ring.

Event description:
The site contacted berlin heart inc. Clinical affairs on (B)(6) 2016 to report that there was blood visible between the membrane layers in front of the stabilization ring of an excor blood pump on a patient supported in lvad configuration. The site provided pictures to the clinical affairs team for review. After reviewing the pictures, clinical affairs recommended that the site exchange the excor blood pump in question. The excor blood pump in question was exchanged by trained staff at the clinic. The patient tolerated the exchange well and did not experience any untoward effect.